Event description:
Per the audiologist, the pt reported a sudden decrease in performance (date not reported). The following day, he reported that there was no sound when using the cochlear implant system. Exchanging the external equipment did not solve the problem. There was no trauma reported prior to the incident. Results of an integrity test done in 2008, showed the implant was not functioning within specifications. Explantation/ reimplantation plans had not been provided at the time of this report filed, the following month.

Manufacturer narrative:
.